Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. A visual inspection was conducted and confirmed the housing reamer domes are dull. Four of the lot numbers cannot be read. The other devices were manufactured in 2014. These devices show signs of extreme wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. . A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. These devices are reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported the devices are dull and need replaced per surgeon request. No case was involved.